Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator was not at end of service. Battery life was estimated based on reported device settings, revealing that the generator may be nearing end of service. The pt was not experiencing an increase in seizure activity and had not experienced any recent injury or trauma that may have damaged the vns therapy system. Review of x-rays revealed that the lead connector pin does not appear to be fully inserted into the generator header. Additionally, excess lead coil appears to be collected underneath the generator.